Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the ck4, ck5 with 2ml of juvéderm® voluma¿ with lidocaine. Patient later experienced a delayed granuloma. Biopsy was not provided. Hcp treated patient witn cortisone injection, betamethasone, triamcinolone injection 6-8 times. Symptoms have resolved.